Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device was cloudy and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: there was no visible moisture or corrosion in the display. There was no moisture or corrosion on the display or the pc board under it. Pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Unrelated to the display issue, the force sensor and battery power connection were corroded. The contrast, down, and ok buttons were intermittently unresponsive. Contamination was found under the contrast, down, and ok button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.